Event description:
It was reported that during a stenting treatment procedure a balloon or shaft rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous, moderately calcified mid right coronary artery. The 4.00 x 28mm promus element plus stent delivery system (sds) was selected for use and advanced to treat the target lesion. Upon the first inflation, either the balloon or the shaft ruptured at 3-4 atm; the physician could not determine which. The procedure was completed with another promus element plus with a good outcome. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).